Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the implant procedure, that the implantable cardiac monitor (icm) was unable to be interrogated. The device was replaced and remains in the patient as "retrieval.. Proved too difficult." No patient complications have been reported as a result of this event.